Event description:
It was reported that this right atrial (ra) lead had dislodged in the atrium and high pacing thresholds were observed. Subsequently, the lead was surgically capped/abandoned (it remains implanted but out of service) during a device replacement procedure, and a new ra lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had dislodged in the atrium and high pacing thresholds were observed. Subsequently, the lead was surgically capped/abandoned (it remains implanted but out of service) during a device replacement procedure, and a new ra lead was placed. No additional adverse patient effects were reported.